Event description:
The recipient is reportedly experiencing auditory hallucinations and pain with and without device use. The recipient has elected to proceed with revision surgery. Revision surgery is scheduled.